Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Per the technician evaluation, the power switch is broken causing the unit to not alarm.